Manufacturer narrative:
The implant procedure took place on an unknown date in (B)(6) 2014. The revision/explant procedure took place on an unknown date in (B)(6) 2015. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: in (B)(6) 2014, the patient was revised to a tomofix plate and screws (events leading up to that revision were captured in and reported under com-(B)(4)). In (B)(6) 2015, the patient underwent another revision surgery. During the procedure, it was discovered that two (2) of the implanted screws had broken. A prolongation of the procedure was reported, but the exact amount of time is unknown. This report is for one (1) unknown tomofix plate. This report is 1 of 2 for (B)(4).